Manufacturer narrative:
Date of event is estimated. A patient experiencing ineffective stimulation due to high impedance was reported to abbott. The patient system was explanted. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an ipg revision procedure on (B)(6) 2025 [related manufacturer reference number:3006705815-2025-19608], the patient's c3 lead had a high impedance, and the patient was not experiencing effective therapy. As a result, the patient's whole system was explanted on (B)(6) 2025 to address the issue. Prior to confirmed high impedances, the patient underwent multiple surgeries.